Event description:
Emerson pump failure. Had been working 10 minutes earlier. Power light on, gauge at 0 with dial turned to medium between minimum and maximum. No noise or vibration from machine. Pt had increased subcutaneous air and sp02 decreased to lo 90's. Switched pump and pt o2 increased immediately. Pump determined to be at end of life and not repairable.